Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 1000 mg/dl. The customer stated that he was found unconscious prior to the event. The customer stated that he has a heart condition as well, and the hospital was more concerned with that. Troubleshooting was performed, and the insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage was noted inside the force sensor. Unable to prime due to the moisture damage.